Manufacturer narrative:
E1: patient city - (B)(4). Patient country - spain.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient had low blood glucose levels on (B)(6) 2025. The blood glucose levels was 30 mg/dl and patient was treated with glucagon. No further information available.